Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: review of the black box data revealed that records from the date of the complaint had been overwritten due to continued patient use. The available records revealed multiple loss of prime warnings with low non-zero force. On investigation, the pump powered on normally and was exercised for 24 hours without the duplication of the alleged loss of prime issue. The force sensor was evaluated and determined to be operating within the required specifications.